Manufacturer narrative:
Field service specialist visited the account to check laser. He found vacuum regulator free of balanced salt solution and debris. Recalibrated vacuum regulator as a precaution. Performed general catalys checklist. System meets manufacturers specifications-no other problems observed. Catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported there was a suction loss while laser firing. Procedures were completed with no injury. This report is four of five.